Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has issues with sensor glucose versus blood glucose. The customer stated the readings were off. Sensor glucose was 105 and blood glucose was 108. After dinner it sensor glucose was 400 and blood glucose was 282mg/dl. It also alarmed threshold suspend.